Manufacturer narrative:
Two lot numbers were provided. It is unk which may be associated with the perforation. Add'l lot number 07g27h was manufactured 07/27/2007, expiration date 08/27/2008. A review of mfg records for the identified lot numbers revealed no abnormalities related to the reported info. All devices within these lots have passed final testing prior to release. The devices involved in this event are not available; therefore, an investigation was unable to be performed. According to the IFU under the warnings section: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgment to determine whether nor not further dilation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment. (Step 2.36). Although designed to detect a perforation of the uterine wall, it (cia alarm) is an indicator only and it might not detect all perforations under all possible circumstances. Clinical judgement must always be used.

Event description:
User facility reported, the physician had difficulty passing the cavity integrity assessment (cia) test with 2 different novasure disposable devices. The nurse reported on 11/27/2007, that the physician performed a hysteroscopy and laparoscopy immediately post procedure. A small perforation (0.5 cm) was observed in the midline of the fundus, but no bleeding or injury to surrounding tissue was seen. She reported, the physician placed a small piece of gelfoam at the site of the perforation and treated the patient with intravenous cefoxitin post procedure. The patient was discharged in stable condition.